Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. The external/internal inspection was performed and the device passed, along with all of the electrical testing. The fluid volumetric accuracy test that was performed, had failed with the original piston foam. However, when a test article, piston foam, was installed, the device passed the accuracy confirmation testing. The original piston foam was removed and inspection revealed a cracked door piston and a deteriorated piston foam. The evaluation concluded that the cause of the failed fluid volume accuracy testing was the deteriorated piston foam and a cracked door piston. The piston foam and the door piston were to be scrapped. This issue is being further investigated through a CAPA. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed rite (returned instrument test/evaluation) testing for fluid volume accuracy. Device failed during evaluation, no patient involved.